Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.8, lab: 3.0. Meter test was done at 7:00am and lab test was done at 2:00pm. Pt had a lovenox injection.

Manufacturer narrative:
Investigation pending.